Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013.

Event description:
N/a.

Manufacturer narrative:
(B)(4), per exemption number e2017013.

Manufacturer narrative:
Additional manufacturer narrative: tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on 30-aug-2017 a field service engineer (fse) assisted the customer in replacing the bent sample needle and verified alignment. The customer start-up the aia-360 system, ran quality controls, and samples without any issues. The aia-360 was working within specifications. A 13-month complaint history review for serial number (B)(4) found no other similar complaints during this time period. The aia-360 under safety precautions states to ensure to remove the cap of the primary tubes before loading the carousel. Operation will damage the parts in the aia-360 with a cap attached. The probable cause of the bent sample needle was due to human error.

Event description:
On (B)(6) 2017 a customer reported accidently placing a capped sample, which caused the sample needle to bend on the aia-360 system. The customer was unable to run patient samples on intact parathyroid hormone (ipth). On 30-aug-2017 a field service engineer (fse) went on-site to address the reported event, which resulted in delay in reporting of patient results for ipth. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.